Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 run #2154 generated a sars-cov-2 positive, influenza a negative, influenza b negative result when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different platform the cepheid genexpert that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal swab in bd universal transport media 3ml the customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The customer¿s allegation was not identified. The patient¿s sample was indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. The limit of detection (lod) differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat system and the cepheid genexpert. The lod for genexpert is claimed at 0.0200 pfu/ml. The scfa package insert indicates that the cobas® liat system sars-cov-2 lod is 0.012 tcid50/ml (0.0084 pfu/ml) which indicates being over twice as sensitive as the genexpert. Therefore, the cobas® liat system will detect sars-cov-2 when the viral load is low, where the genexpert requires a higher viral load in the sample for detection. A sample which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).